Manufacturer narrative:
A full investigation was completed as the actual device was returned to the (B)(4) facility on (B)(4) 2014. During the in-process inspection of the sheath tube, a non-conformance of the length was detected. In order to meet specification, a reworking of the sheath tubes was performed. When excessive force is applied to the joint of the reworked device, the sheath could break. As a result of the findings, (B)(4) has conducted a recall of the affected batch. The affected customers were identified and notified in writing. No affect scopes were distributed in the united states. However, (B)(4) medical instruments (B)(4) had one urs in stock and it was returned to (B)(4) on (B)(4) 2013. (B)(4) considers this matter closed. However, in the event additional info is received, we will provide FDA with follow-up info.

Event description:
(B)(6) distributor reported the sheath tube on the fiber uretero-renoscope (urs) broke during a procedure. The sheath tube broke at the junction to the housing.